Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. The patient developed an effusion and the rv lead exhibited high pacing thresholds. It was tried to be repositioned, but the helix would not extend after retraction. The rv lead was explanted. No additional adverse patient effects were reported.